Event description:
It was reported that the pump was not working properly, which caused the customer to experience diabetic ketoacidosis (dka). There was no reported impact to the customer's blood glucose level beyond the mention of dka. No additional information was received regarding the outcome of the event.